Event description:
It was reported that the patient had alarm on the system controller that stated connect to power. The patient was attached to mobile power unit (mpu) at the time. The battery was changed but the alarm persisted. The event log file captured several no external power events while connected to the mpu. The events appeared to be double power cable disconnect events. It may have been a loose connection at the power lead and patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms were confirmed via log file analysis. Review of the log files revealed a no external power alarm was active at the beginning of the log file on (B)(6) 2025 from 07:09:48 ¿ 07:11:16. The onset of the alarm was overwritten; therefore, the cause is unknown. The backup battery provided power to the system during this event. On (B)(6) 2025 from 23:24:47 ¿ 23:25:00, (B)(6) 2025 from 08:34:15 ¿ 08:37:00 and (B)(6) 2025 from 02:25:23 ¿ 02:25:34, no external power alarms activated due to both power cables being simultaneously disconnected. The alarms resolved once the system was reconnected to an external power source. The backup battery was able to provide support to the system during the event. An additional no external power was captured on (B)(6) 2025 from 11:38:41 ¿ 11:38:55 where the relative state of charge (rsoc) and bus voltages were observed to drop to 0v on both power cables simultaneously. The backup battery provided power to the system during this event. Pump operation was not affected. No other notable alarms were active in the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The root cause of the no external power alarms on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 was determined to be both system controller power cables being disconnected from external power at the same time. However, a root cause for the initial no external power alarm as well as the additional no external power on (B)(6) 2025 from 11:38:41 ¿ 11:38:55 was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Product information was corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.